Event description:
A hospital reported to a fisher & paykel healthcare clinical product specialist that a hole was discovered in the expiratory tube of an rt236 infant low flow evaqua breathing circuit. The hospital further reported that the patient was placed on the ventilator around 0130h and a leak was detected at 0145h whereby, it was noted that the breathing circuit exhibited "wires that are exposed". Upon request for further details, the hospital confirmed the following: that the set-up consisted of an evita xl ventilator and p & k respiratory humidifer. That the ventilator had alarmed indicating that the inspiratory pressure was low. That the breathing circuit did not appear to have been squashed or pinched in any way. No pt consequence was reported.

Manufacturer narrative:
The device is currently en route to the MFR for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned, and investigation results become available.